Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone number exceeded character limit: (B)(6).

Event description:
It was reported that during the pulse field ablation procedure, faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles were noted repeatedly in the sheath of the 3-way cock after the dilator was removed from the faradrive sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.